Manufacturer narrative:
E.1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, two tubes were missing their label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 22-jan-2026. Investigation summary: bd received 2 unused tubes with no label and 1 photo was provided for investigation. The evaluation of both revealed two tubes that have no label on them. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, two tubes were missing their label. No adverse impact was reported regarding the patient or user.